Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. Upon investigation, the device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. (B)(4).

Event description:
It was reported that prior to the ablation, hysteroscopy was performed with dilation & curettage using metal dilators. Upon attempt to begin the ablation, the cavity integrity assessment would not pass and a perforation was detected. The physician believes the endometrial ablation device caused the perforation. Patient was discharged as planned and no medical intervention/treatment was needed for the perforation.